Manufacturer narrative:
Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. Cine image review still cine images were provided by the account. The images capture lesion sites in the lad. A previously deployed unidentified stent is visible in the lad. The images capture what appears to be an unidentified balloon inflated in the vessel. The remaining cine images capture the previously deployed unidentified stent stretched, bunched and deformed in the vessel. There are no images capturing the attempted delivery, subsequent deformation or removal of the resolute onyx 2.5x18mm device. Device evaluation the device was returned for analysis. Kinks were evident along the hypotube. The proximal to mid stent wraps were moved distally on the balloon, bunched and deformed. Crimp impressions were visible on the exposed proximal to mid balloon surface. A 0.015 inch mandrel could not be loaded through the inner lumen due to hardened blood and residue in the inner lumen. There was slight deformation to the distal tip.

Event description:
Physician attempted to use a resolute onyx drug eluting stent to treat a lesion in the mid lad with moderate tortuosity, mild calcification and 80% stenosis. Lesion was reported to be very hard. Device was inspected before use with no issues noted. Lesion was pre-dilated repeatedly and physician successfully deployed a non-medtronic stent. Distal lesion was pre-dilated. Resistance was experienced when advancing the resolute onyx stent through the proximal stent. It is reported that the onyx became stuck with the implanted non medtronic stent prior to removal. With force, the physician removed the device along with the wire and the catheter. On withdrawal it is reported to have split halfway from its balloon. Stent deformation was also observed on removal and it is reported that the stent was not covering the balloon edges. It is reported that the patient is alive with chest pain and acute stemi which required CABG (same day as the procedure). CABG was also due to losing the stent (non-medtronic) coverage in the lad artery. Patient is reported to be stable

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.